Event description:
It was reported that a mini trek balloon dilatation catheter (bdc) was prepared according to the instructions for use manual without difficulty. During a moderately calcified, moderately tortuous, obtuse marginal artery interventional procedure, for routine lesion pre-dilatation, the mini trek bdc was advanced without difficulty. The balloon was inflated to nominal atmospheres, but there was no contrast seen on angiogram and the balloon was fully deflated. The balloon was inflated a second time to nominal atmospheres, but still there was no contrast seen. The patient went into cardiac arrest and the bdc was removed. There was 2 full hours of cardiopulmonary resuscitation (CPR) done and the patient is unresponsive in the intensive care unit (ICU) at this moment. There was a clinically significant delay in the procedure reported. Reportedly, the physician believes the cause of the cardiac arrest to be the mini trek bdc. Outside the patients anatomy, on the preparation table, the balloon was inflated with saline and there was saline noted leaking from the guide wire exit notch of the bdc. There was no additional information provided. Additional information received. The patient was discharged about a week and a half ago (estimated as (B)(6) 2013) without an adverse patient sequela.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported leak and inflation issue were confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.